Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that difficulty removing the device occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 10 mm x 2.25 mm wolverine coronary cutting balloon monorail was delivered to the target lesion, but got caught in the calcification. When the device was removed from the body, the tip was found to be kinked. The procedure was completed with another manufacturer's device. No patient complications were reported and the patient status was stable.